Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had two separate specs of black particulate matter found along the tubing. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between june 11-12, 2024. H11: the device was received for evaluation. Visual inspection was performed, and two dark brown particles (measured to be 0.04 and 0.08 square mm in size), embedded in the material of the tubing line were observed. The particles were molded within the material of the tubing line and were not in the fluid path. Manufacturing operators are to inspect for particulate matter and reject unit with any particulate matter (pm) larger than 0.10 square mm in size or contain more than three (3) pieces of pm in an area. Since the two particles from the returned product were measured and found to be smaller than 0.10, the returned product met irvine manufacturing acceptance criteria for particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.